Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right atrial lead exhibited lead noise. Other electrical parameters were normal. The patient was in stable condition throughout the visit and the lead would continue to be monitored.